Event description:
The pt reported that the external coil kept failling off. This had happened periodically in the past but had been resolved by changing the external magnet. It was confirmed in october 1999 (date is approximate) that the pt's skin flap was too thick for adherence of the external magnet. The decision was made to thin the pt's skin flap. The internal device was explanted and a new device was placed. There was no indication of any device malfunction.